Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up received on 03-sep-2015: product technical complaint investigation and final assessment were received: this adverse event report is related to a product technical complaint and was initiated due to a request for confirmation of quality. The bayer reference number for the ptc report is (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample was available for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this case report detected during monitoring of posts on an FDA hosted docket website, refers to an adult female consumer, who had essure (fallopian tube occlusion insert) inserted and was not tested to nickel allergy and then had to have hysterectomy at (B)(6). This event is serious due to required intervention and listed in the reference safety information for essure. Allergic reactions to essure are more commonly related to nickel sensitivity. In this case, although the characteristics and onset date of this nickel allergy have not been provided, considering event's nature, causality with essure use cannot be excluded. Since this event led to required intervention (hysterectomy), this case is regarded as incident. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there was no reason to suspect a causal relationship to a potential quality deficit based on this report. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in (B)(4) 2015 (case# (B)(4), awareness date 11-aug-2015). It refers to an adult female consumer in united states who had essure inserted (fallopian tube occlusion insert) on an unspecified date. It was reported that consumer had to have hysterectomy at (B)(6) because she was not tested for a nickel allergy. She had a declining of her health and had every imaginable side effect. Company causality comment: this case report detected during monitoring of posts on an FDA hosted docket website, refers to an adult female consumer, who had essure (fallopian tube occlusion insert) inserted and was not tested to nickel allergy and then had to have hysterectomy at (B)(6). This event is serious due to required intervention and listed in the reference safety information for essure. Allergic reactions to essure are more commonly related to nickel sensitivity. In this case, although the characteristics and onset date of this nickel allergy have not been provided, considering event's nature, causality with essure use cannot be excluded. Since this event led to required intervention (hysterectomy), this case is regarded as incident. Technical assessment is expected.